Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02046 and 1225714-2013-02047. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional info received alleged that the pt experienced cardiac arrest, which is alleged to have been caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs numbers: 1225714-2013-46, 1225714-2013-02047.